Manufacturer narrative:
Medical devices: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Please see report number 3004209178-2017-18786.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient experienced two seizures that occurred the day after the deep brain stimulation (dbs) placement. The diagnostic methods included an examination on (B)(6) 2014 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and related to the implant procedure; urgery/anesthesia were noted. There were no actions/interventions taken to resolve the issue; however, the event was considered resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated. Please see report number 3004209178-2017-18786.